Manufacturer narrative:
E1. Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified proximal to mid-left anterior descending artery. A 3.50mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during initial inflation at 12 atmospheres for 5 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and patient was in good condition post-procedure.